Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
Received a voluntary medical device report from FDA- MDR report # mw5116464 on 13-apr-2023. The patient reported on (B)(6) 2023, a "serious injury" event report with outcomes of "disability or permanent damage". The patient stated "had staar medical's implantable collamer lens, evo icl implanted into both right and left eye. Noticed next day a loss of peripheral vision. Returned to doctor, was told to wait a week. Returned to have retina checked, retina was okay". Patient states that issue is still present and that this side effect was not listed as a possible side effect. Patient is unsatisfied with post-op outcome. Per the same report health effect-clinical and medical device problem codes: failure of implant, loss of vision and product quality problem were reported. On (B)(6) 2023 the patient was able to provide us with one icl serial number, name of the implanting surgeon, and date of implantation. Additional information has been requested from surgeon, but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.